Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: according to the information received "corail stem inserter, has become worn where connected to implant causing implant to temporarily jam onto inserter when implanting stem. This has made disconnecting instrument from stem once inserted difficult on 2 occasions. The product was not returned to depuy synthes; however, photos were provided for review. See attachment "(B)(4) - pc number request please". This complaint involves one (1) device. The product was not returned to depuy synthes; however, photos were provided for review. See attachment "20240308_299704230 verse inserter stripped.jpg" the photo investigation revealed that '257005100, summit standard imp. Inserter has worn out at the end. The observed condition of the device was consistent with component failure that may have caused due to unintended user error. The provided evidence was not sufficient to confirm the reported event of jammed/seized. Functionality issues cannot be evaluated through a photo since the device was not returned, a dimensional inspection cannot be performed. The overall complaint was confirmed as the observed condition of the summit standard imp. Inserter would contribute to the complained device issue. Based on the investigation findings, the inserter is stripped because of component failure, and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: the device lot number is unknown; therefore, a device history review could not be performed. If the lot/serial number becomes available, the record will be reassessed. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Corail stem inserter, has become worn where connected to implant causing implant to temporarily jam onto inserter when implanting stem. This has made disconnecting instrument from stem once inserted difficult.